Event description:
It was reported that during a lap cholecystectomy procedure, no ratchet feeling was felt while squeezing the trigger. Clips were bent and were not secure on the vessel. Clip advancer did not fully push clips to proper placement in jaws. No pt consequences. Case was completed with another same like device.